Event description:
Reporter opened sealed blister to remove contact lens. Removed foil backing and observed darker area - though vision not clear since didn't have lenses in. Upon closer scrutiny observed 3 worms. Worms described as very short, stubby, light tan with stripes. Reporter was startled and jerked the blister. One fell out and was not located. The other two are available. While on the phone with the MFR, she observed them move. The MFR will be sending her a pre-paid mailer to send in worms/package. She put the worms in a biggie, but intends to retain one of the worms. She had used two of the six lenses in the box prior to this lens. The remaining three blisters appear free of worms. Reporter placed this call from work. The lot and exp date info are at home. It was agreed the report would be forwarded and then she would complete that info and fax it back in after the holiday.